Event description:
A report was received that the pt's pocket site was moved due to discomfort. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
This is the final report.